Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: a review of the black box and alarm history showed multiple call service 06 and 020 alarms. A call service 078 alarm occurred during the rewind step. Unrelated to the original complaint, the audio bolus button was inoperable. The audio bolus button slug was missing. A leak test was performed and failed due to a leak in the audio bolus button. The pump was opened and moisture was found inside the internal pump on the display, motor flex connector, and on all boards. Testing could not be completed for the original complaint due to the call service 078 alarm and the moisture. Correction to serial #. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service communication alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.